Manufacturer narrative:
On (B)(6) 2025, medical representative reported a broken sensor during the removal procedure in the related case (B)(4) on (B)(6) 2025. According to the notes, the doctor took hold of the sensor with the tool according to the procedure, and during ejection the sensor broke into 2 parts. As per notes, the rest of the sensor was successfully removed on the second appointment on (B)(6) 2025. All pieces of the sensor were removed and kept for return. An RMA was approved to return the broken sensor to senseonics for further investigation. However, at the time of closure of this complaint the sensor was not received at senseonics. The potential root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect. B4. Date of this report 13 june 2025. G3. Date received by the manufacturer? 13 june 2025. H3. Device evaluated by manufacturer? No. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Event description:
On 30 april 2025, senseonics was made aware of an incident where medical representative reported a broken sensor during the removal procedure. The event happened on 26 march 2025.according to the case information, the doctor took hold of the sensor with the tool according to the procedure, and during ejection the sensor broke into 2 parts. The sensor had been implanted in the upper right arm. The clamp provided in the clinic kit was used for the sensor removal. All the pieces of the broken sesnor were successfully removed during second removal attempt made on (B)(6) 2025. An RMA was created for return of sensor for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.